Manufacturer narrative:
(B)(4): the pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pump had a blockage. Drug was not flowing in the pump. Device interrogation revealed that the motor stalled. The pump was used to deliver morphine. The patient experienced pain associated with the event though she was provided conventional treatments. The pump was explanted. There was no patient injury.